Manufacturer narrative:
Block b3: exact date unknown, event occurred in the middle of (B)(6) 2023.

Event description:
It was reported that the patients ipg reached end of life. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted device was discarded by the facility.